Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated the display was not blank for less than 30 seconds and then did not returned and insert battery alarm did not displayed on pump screen. Customer stated that display was blank at the time of call and charged battery lasts less than expected. The customer stated that they had missing or damaged battery cap contacts. No harm requiring medical intervention reported. The device will be retuned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021, the customer alleged was for blank display, batteries don't last long, high blood glucose, serial number/end cap label damage, and contact damage to battery cap. Insulin pump was received without the original battery cap. The insulin pump passed the displacement test, sleep current test, active current test, and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No unexpected battery alarms or alerts during testing or in the insulin pump history. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electric board 1.¿test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rails(minor chipped and excessive adhesive), cracked case-corner of belt clip rails, pillowing keypad overlay, faded/peeling serial number/end cap label damage, and cracked retainer. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose. Blank display was not observed during analysis. Blank display not confirmed. Insulin pump was received without the original battery cap, therefore missing battery cap contact was unknown. Cosmetic damage was confirmed located at the serial number and end cap. Battery didn't last long was not confirmed. Moisture damage confirmed on electric board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.